Event description:
It was reported that the customer experienced a blood glucose (bg) level of 2.7 mmol/l. Suspected cause was due physical exercise, vomiting and the customer¿s personal profile requiring adjustments. The customer attempted to resolve the issue by consuming carbohydrates, removing the pump temporarily, and drinking water. Customer was subsequently hospitalized in the intensive care unit (ICU). The customer was treated with intravenous fluids of saline. System check with technical support found no issues with the cartridge, insulin or infusion set cannula/tubing. Customer was discharged the next day with the issue resolved and no permanent damage.